Event description:
Findings viable female infant, maternal abdominal wall/rectus with more than usual tissue tension requiring vacuum assistance, first placement immediately popped off-assume device dysfunction, 2 subsequent pop offs occurred with less than usual traction, and fetal head delivered with final application plus small incision of left rectus allowing fetal head to easily deliver again with less than usual traction of the kiwi device, birth weight 2368g, placenta intact with approximately 30% area consistent with abruption. Bruise noted on newborn head.